Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon was not reproduced. Inspection results indicated that there was no abnormality in the subject device, and communication error did not occur. The cause of the phenomenon could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a video connection issue, and possible communication errors (error e215) were observed. The issue was found during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient involvement during the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. The unit was tested and inspected and worked properly with no issues. Additionally, a non-olympus lamp meter is reading at 100+ hours. Light output measured within specifications. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.